Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that several components were severly damaged. The damage was likely caused by an electrical short. Due to the age of the device and the extent of the damage, the customer declined repair of the device and requested to have the device sent back to them without being repaired. No further evaluation could be performed, and a cause of the reported issue could therefore not be determined.

Event description:
The customer contacted physio-control to report that their device could not be powered on during the daily check of the device. There was no patient use associated with the reported event.